Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with an unknown mentor saline prosthesis. Right sided deflation was observed on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received with the field experience report on 7/6/2018. The event date was updated. The explant date was added. The implants were replaced with 275cc allergen prostheses. Additional information was revealed through product investigation on 7/16/2018. The impacted product was a mentor siltex round moderate profile 225cc saline prosthesis. The device history record (DHR) for the lot number 6861906 was reviewed on 7/30/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. White and brown material was observed within the device. White material was observed on the shell surface. The product evaluation team (pe) discovered a rent measuring approximately 0.4 cm within an area of cracking siltex at the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point, it is not possible to determine the root cause of such damage. Siltex cracking is defined as a material separation occurring in the siltex layer, which can eventually progress through the shell of siltex devices. Mentor believes that cracking siltex is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related to the manufacturing process. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).